Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg implant site after weight loss, as a result surgery took place to explant the ipg in (B)(6) 2020. Additionally, the patient had their lead explanted in (B)(6) 2025.